Manufacturer narrative:
(B)(4).

Event description:
It was reported the ICD went into backup-vvi mode. Technical support was contacted. There is no consequences on the patient. Imaging was taken but the results are not available at this time.